Event description:
It was reported that the 6 x 20 mm x 80 cm fox plus balloon catheter was being used to post-dilate an unknown stent in a coronary vessel. The balloon catheter was prepared per the instructions for use and used successfully, without issue. After removal, it was observed that the transition between the balloon material and the distal tip was no longer smooth, but appeared blunt. The account confirmed that there was no separation of the device and no missing portion from the device. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis of the fox plus balloon catheter found that the distal end of the tip was torn. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular appearance was unable to be confirmed however the distal tip was torn which is likely the damages reported. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.